Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized twice due to low blood glucose. On (B)(6) 2018 they had blood glucose of 24 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer was given fluids to treat. The customer experienced symptoms such as inability to breath. The customer was wearing the insulin pump during the incident. The customer got a pump error a month prior and has been getting pump over delivery. The customer stated getting refurbished pumps was the cause of the issues. Troubleshooting was completed but did not resolve the issue. The customer had received a previous pump with a cracked screen. The customer had another hospital visit on (B)(6) 2018 due to lows. The insulin pump will be returned for analysis.